Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation uterus/ migration of essure device') and fallopian tube perforation ('fallopian tubes perforation') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, flank pain, blood in urine, hypertension and kidney stones. Current weight: 235 lbs. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ neurological conditions or problems depression, anxiety/psychological or psychiatric problems"), urinary tract infection ("utl"), alopecia ("hair loss"), nausea ("nausea"), panic attack ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), anxiety ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced vision blurred ("vision/eye problems, blurry") and mood swings ("mood swings"). In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder or urinary problems or changes"), arthralgia ("knee pain") and back pain ("lower lumbar back pain l4, l5"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, hypersensitivity, depression, urinary tract infection, urinary tract disorder, alopecia, nausea, weight increased, bladder disorder, panic attack, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis and mood swings outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, panic attack, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2005; (B)(6) 2015 discrepancy noted in date of removal: 2007, (B)(6) 2013 patient received treatment for migration/ perforation uterus, fallopian tubes perforation gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, utl, urinary problems, hair loss, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Computerised tomogram - on (B)(6) 2007: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2007: prominent left ovary, this could be further evaluated with pelvic ultrasound. Bilateral tubal occlusion devices. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Birth of child: (B)(6) 2005 (please note discrepancy with reported essure insertion date of (B)(6) 2015) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. Event: mood swings and bladder infections were added. Previously reported event of genital haemorrhage downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation uterus/ migration of essure device'), fallopian tube perforation ('fallopian tubes perforation') and embedded device ('metallic ligation coils are embedded in both cornua, extending into the fallopian tube insertion sites') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, flank pain, blood in urine, hypertension, kidney stones, ovarian cyst, paratubal cyst, nabothian cyst, chronic cervicitis, adenomyosis, drug hypersensitivity, allergic reaction to analgesics, peanut allergy, sulfonamide allergy and grand multiparity. Current weight: 235 lbs. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ neurological conditions or problems depression, anxiety/psychological or psychiatric problems"), urinary tract infection ("utl"), alopecia ("hair loss"), nausea ("nausea"), panic attack ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), anxiety ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced vision blurred ("vision/eye problems, blurry") and mood swings ("mood swings"). In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder or urinary problems or changes"), arthralgia ("knee pain") and back pain ("lower lumbar back pain l4, l5"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral),oophorectomy (bilateral) and total abdominal hysterectomy lysis of adhesions). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, hypersensitivity, depression, urinary tract infection, urinary tract disorder, alopecia, nausea, weight increased, bladder disorder, panic attack, anxiety, vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, cystitis and mood swings outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, mood swings, nausea, panic attack, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: 11 coils visible on the right side left: four coils were visible rom the tubal ostia. Discrepancy noted in date of insertion: (B)(6) 2005; (B)(6) 2006, and (B)(6) 2015. Discrepancy noted in date of removal : 2007, and (B)(6) 2013. Patient received treatment for migration/ perforation uterus, fallopian tubes perforation gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, utl, urinary problems, hair loss, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Computerised tomogram - on (B)(6) 2007: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2007: prominent left ovary, this could be further evaluated with pelvic ultrasound. Bilateral tubal occlusion devices. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Birth of child: (B)(6) 2005 (please note discrepancy with reported essure insertion date of (B)(6) 2015). Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2021: mr received: event metallic ligation coils are embedded in both cornua, extending into the fallopian tube insertion sites added and made medically significant and intervention required due to surgery. Reporter, medical history and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation uterus'), fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral), oophorectomy (bilateral)). Essure (ess205) was removed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, hypersensitivity, psychological trauma, urinary tract infection, urinary tract disorder, alopecia, nausea and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, hypersensitivity, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for migration / perforation uterus, fallopian tubes perforation gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, utl, urinary problems, hair loss, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2007: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 03-sep-2019: pfs received. Previously reported event "injury" is replaced with "migration / perforation uterus", events - "fallopian tubes perforation, gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, hypersensitivity, psych injury, uti, urinary problems, hair loss, nausea, weight gain", lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation uterus/ migration of essure device'), fallopian tube perforation ('fallopian tubes perforation') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, flank pain, blood in urine, hypertension and kidney stones. Current weight: 235 lbs. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ neurological conditions or problems depression, anxiety/psychological or psychiatric problems"), urinary tract infection ("utl"), alopecia ("hair loss"), nausea ("nausea"), panic attack ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), anxiety ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure (ess205). In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder or urinary problems or changes"), vision blurred ("vision/eye problems, blurry"), arthralgia ("knee pain") and back pain ("lower lumbar back pain l4, l5"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral),oophorectomy (bilateral)). Essure (ess205) was removed in 2007. At the time of the report, the uterine perforation, fallopian tube perforation, hypersensitivity, depression, urinary tract infection, urinary tract disorder, alopecia, nausea, weight increased, bladder disorder, panic attack, anxiety, vaginal haemorrhage, menorrhagia and female sexual dysfunction outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, panic attack, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for migration/ perforation uterus, fallopian tubes perforation gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, utl, urinary problems, hair loss, nausea, weight gain. Discrepancy noted in date of insertion: (B)(6) 2005; (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Computerised tomogram - on (B)(6) 2007: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2007: prominent left ovary, this could be further evaluated with pelvic ultrasound. Bilateral tubal occlusion devices. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Birth of child: (B)(6) 2005 (please note discrepancy with reported essure insertion date of (B)(6) 2015) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received: new event's bladder disorder, panic attack, anxiety, vision blurred, vaginal bleeding, menorrhagia, female sexual dysfunction, knee pain, back pain were added. Reporters, patient demographics, events onset date, medical history was added. Updated outcome of events pain and bleeding to recovered/resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation uterus/ migration of essure device') and fallopian tube perforation ('fallopian tubes perforation') in a 35-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria, flank pain, blood in urine, hypertension and kidney stones. Current weight: 235 lbs. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psych injury/ neurological conditions or problems depression, anxiety/psychological or psychiatric problems"), urinary tract infection ("utl"), alopecia ("hair loss"), nausea ("nausea"), panic attack ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), anxiety ("psych injury/ neurological conditions or problems depression, anxiety, panic attacks/ psychological or psychiatric problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 8 months 12 days after insertion of essure (ess205). In (B)(6) 2006, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced vision blurred ("vision/eye problems, blurry") and mood swings ("mood swings"). In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder or urinary problems or changes"), arthralgia ("knee pain") and back pain ("lower lumbar back pain l4, l5"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, hypersensitivity, depression, urinary tract infection, urinary tract disorder, alopecia, nausea, weight increased, bladder disorder, panic attack, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis and mood swings outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, arthralgia and back pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, mood swings, nausea, panic attack, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vision blurred and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion: (B)(6) 2005; (B)(6) 2015 discrepancy noted in date of removal : 2007, (B)(6) 2013 patient received treatment for migration/ perforation uterus, fallopian tubes perforation gen. Abnormal. Bleed, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, utl, urinary problems, hair loss, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Computerised tomogram - on (B)(6) 2007: total bilateral occlusion. Computerised tomogram abdomen - on (B)(6) 2007: prominent left ovary, this could be further evaluated with pelvic ultrasound. Bilateral tubal occlusion devices. Imaging procedure - on (B)(6) 2007: bilateral occlusion. Birth of child: (B)(6) 2005 (please note discrepancy with reported essure insertion date of (B)(6) 2015) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.